Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The field service engineer cleaned the ise unit. He ran an ise reagent flow path wash and changed all electrodes. He cleaned and conditioned the electrodes. He ran ise checks, precision, calibration, and qc successfully. The customer verified the qc and adjusted their ranges. The investigation is ongoing.

Event description:
There was an allegation of questionable ise results from the cobas pro ise analytical unit. One example was an initial sodium result of 152.2 mmol/l, and a repeat result of 141.0 mmol/l. The repeat result was obtained from a different ise analyzer and was believed to be correct.